Manufacturer narrative:
(B)(4). The patient reported that her lead broke, and she received multiple shocks. Additional information was later received that the lead was capped and replaced due to fracture. No further patient complications have been reported as a result of this event. (B)(4).

Event description:
The patient reported that her lead broke, and she received multiple shocks. Additional information was later received that the lead was capped and replaced due to fracture. No further patient complications have been reported as a result of this event.